Event description:
The reporter stated, the surgeon inserted and removed an aq2003v silicone three piece lens due to the wrong diopter lens was inserted. The lens was removed with no patient harm. A different diopter lens was used. Nothing wrong with the lens. Additional information has been requested, but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted

Manufacturer narrative:
(B) (4). No lens malfunction. (B) (4).